Manufacturer narrative:
Device evaluation: two pictures were received for evaluation. No defects were observed in the pictures. Additionally, one decontaminated sample was returned for analysis in used condition. No defects were observed on visual inspection of the sample. Functional testing involved testing for a leak by introducing water to the product. A leak was found between the 5" and the 6" tube. One possible, but unconfirmed, problem source was listed as a lack of adhesive between the tubes. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
Customer facility phone number: (B)(6). Company representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that when using the product during an operation, the operator noticed that the transfused blood was leaking from the connection portion. The operator tied a gauze around that portion as a quick fix for stopping the leakage. No patient injury or complications were reported in relation to this event.